Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Additionally a blue dye on shell was noted. Leak testing was performed, according with mentor procedure, and it revealed on anterior view a tear, between patch and shell. Microscopic examination was performed and the cause of the deflation could not be identified. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with an artoura breast tissue expander 225cc and experienced deflation on the right side. As a result, the patient underwent removal and replacement with an artoura breast tissue expander 225cc, catalog number texp100rh, serial number (B)(4) on (B)(6) 2020